Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was being revised for pain, swelling, pseudotumor, synovitis & metal debris. Revision surgery resulted in death. (Right).